Event description:
The advocate stated the customer tested her blood glucose and received a reading of 137 mg/dl using her contour meter. The customer almost passed out, so paramedics were called. Paramedics arrived about 30 minutes later and tested the customer's glucose at 42 mg/dl using their meter. The difference between the meter readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The advocate did not mention treatment, but the customer was most likely treated with glucose. The advocate performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for eval.